Manufacturer narrative:
The machine output was tested and found to be within the acceptable limits for frequency and voltage outputs. The outputs were monitored with an oscilloscope that would have shown any transients or aberrant behavior. All controls were checked and found to be functioning properly. The ac line was switched on and off multiple (more than 30) times to simulate line transients. There were no anomalous outputs or behavior of the unit. Additionally, the machine edges were lifted and dropped on the table to see if shock would affect the output. Again, the output was totally normal. The side panel of the case was removed to look for loose cables and smell of any sign of overheating. Cables were all properly and fully engaged. There were no odors that may have indicated overheating. Side panels were replaced and the machine was left at stanford as a backup for their test program.

Event description:
The device malfunction occurred on (B)(6) 2008 during the 30 hour treatment for subject (B)(6) using tmr (B)(4) at approx. 8:15pm in the human pain research lab. I set the sensitivity to achieve an initial led reading of 13 and began the 1 minute treatment at full delivery. We were about 30 seconds into the 1st central point treatment when a sharp zap occurred that was immediately painful to the subject. As I pulled the probes off, the subject sensed a second shock sensation. At that time the tmr made a loud clicking sound and digital readout went blank. I checked the power supply. When I went back into sensing mode, the tmr was showing a panel of led instead of a single led. I centered the panel on 13 and began treatment again, this time setting the delivery dial at half which the subject could feel but was not uncomfortable. We completed treatment and all treatments were effective, with a final cld reading of 17.